Manufacturer narrative:
H10: a functional test was performed including pressure and clear passage testing and no leaks or blockage was observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition, all components were correctly placed and according to the specification. No disconnection was observed during the sample evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were leaking where it is connected to the patient. This was observed during patient infusion with unspecified fluid. It was stated the patient was in direct contact with the leaked fluid, however there was no patient injury or medical intervention associated with this event. No additional information is available.